Event description:
It was reported that the insulin pump has many scratches on the display screen. It was reported that the customer is having difficulty seeing her display. Customer's blood glucose reading was 400+ mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.